Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that prior to patient contact, the embolization coil was straight and could not be configured or deployed. It was further noted that the proximal end of the hub was broken off. The patient did not experience any adverse effects due to this occurrence. Additional information was not provided.